Manufacturer narrative:
Initial and final MDR 2585023 (B)(4) device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced four infusion set came off one after another on (B)(6) 2026. No further information available.